Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error logs, and reproduced error by performing a diluent prime. While troubleshooting, fse found that the tube to the diluent bottle was loose and adjusted it to fit properly. Fse performed a few diluent primes to get the air out of the lines and successfully completed quality control run without error. No further action required by field service. The aia-360 analyzer is functioning as expected. The aia-360, serial number (B)(4), was installed on (B)(6) 2020. A complaint history review and service history review for similar complaints was performed from installation date through aware date. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [2012] air detected [diluent] is generated when there is no contact with the liquid after diluent suction. Contact the service department. The most probable cause of the reported event is due to air in lines caused by loose tube.

Event description:
A customer reported getting error message 2012 "air detected [diluent]" during sample run on the aia-360 analyzer. The customer replaced the diluent reagent, primed the diluent several times, performed power reset but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lhii) and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.